Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not have pacer output. Complainant indicated that athere was no patient involvement in the reported malfunction.